Manufacturer narrative:
Suspect device UDI number: (B)(4).

Event description:
It was reported that a patient had only "2 months remaining on her device" about 6 months after implant. A battery life estimation was performed using the patient's provided settings and showed that the patient was expected to have battery life remaining. The data from generator interrogation was provided to the manufacturer and reviewed. The review of the generator data indicated that the device's battery supply was depleting faster than expected. Impedance values throughout the generator data confirmed impedance values within normal limits throughout the generator's implant life. The device history record for the generator was reviewed and confirmed that the generator passed all functional specifications, including all electrical tests, prior to release for distribution. The generator was prophylactically replaced on (B)(6) 2016. The generator has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
The generator had analysis completed. Interrogation and diagnostics of the generator confirmed that the end of service, pulse disabled byte had been set. The generator failed multiple electrical tests when the pcba was subjected to a post-burn electrical test. Observations from the bench oscilloscope showed that the vboost had a fast charge/discharge cycle. The contamination between the copper edges on the pcba's trimmed edge revealed a probable electrical path existed between all of the copper edges, likely contributing to the supply current conditions.

Event description:
The patient's explanted generator was received by the manufacturer. No evaluation has been completed to date.

Manufacturer narrative:
Evaluation codes, corrected data: supplemental report #2 inadvertently included the wrong results and conclusion codes.